Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump won¿t start when pushed. Customer's blood glucose level was unknown. Customer reported that the button was less responsive, insulin pump has rejected new batteries and during priming she was having trouble getting insulin pump to prime. Customer reported that the insulin pump makes her skip a step, insulin pump getting no delivery alarms and battery cap sticks and makes it harder to close or open. The insulin pump will not be returned for analysis.